Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose level was 287 mg/dl at time of incident and current blood glucose level was 117 mg/dl to 190 mg/dl. The customer was assisted with troubleshooting. Customer reports the symptoms such as nausea and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not wish to continue troubleshooting. Customer states the auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated that the insulin pump gets occlusion alarms. The customer was treated with injection and then also intravenous drip and was hospitalized and then short and long term injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm or no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.